Event description:
There is a product called the fasciablaster that is sold by ashley black which causes harm and sickness when used. If you report anything negative to her, she ignores and deletes the comments and then blocks you from her page, where I am told she has since changed everything she first told us back in 2016! Dangerous tool please investigate.